Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 21 pg/ml. The sample was repeated twice, resulting with values of 316 pg/ml and 19 pg/ml. The second sample initially resulted with a troponin t value of 28 pg/ml on (B)(6) 2020. The sample was repeated twice on (B)(6) 2020, resulting with values of 295 pg/ml and 27 pg/ml. The troponin t reagent lot number was 47003401, with an expiration date of 31-jul-2021.

Manufacturer narrative:
Calibration and control data showed no indication of an issue. The investigation could not identify a product problem. The cause of the event could not be determined.